Event description:
It was reported that the red rubber intermittent catheters were reported to be obstructed and not draining. Verbal response notes: this product was discontinued but the customer still managed to get some and complaint that it was not draining. They informed that this would be escalated to complaint team and provided rtu12c and buc12c to try in the meantime as a possible alternative.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.